Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a physician thru a company sales rep via our affiliate in (B)(4). This report involves a female pt (age not indicated) who was administered sculptra (poly-l-lactic acid) (dosage, therapy dates, and indication were not indicated). No medical history or concomitant medications were indicated. This physician reports that a female pt was treated with poly-l-lactic and has developed three small nodules in the skin crease of the marionette liens. The event was ongoing at the time of this report. No further info was provided. The reporter's causal relationship assessment for sculptra was indicated as not assessable.